Manufacturer narrative:
Unique identifier (UDI)#:(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for li lithium (li) on a cobas 8000 c 502 module (c502). No erroneous results were reported outside of the laboratory. The sample initially resulted as 1.610 mmol/l. The sample was repeated twice, resulting as 0.905 mmol/l and 0.511 mmol/l. The sample was also repeated on another analyzer, resulting as 0.48 mmol/l. No adverse events were alleged to have occurred with the patient. The li reagent lot number was 226305. The reagent expiration date was asked for, but not provided. Precision studies were performed.

Manufacturer narrative:
On (B)(6) 2017, the field service engineer replaced all probes and rinse unit tubings. He confirmed that the analyzer was running back within specifications. The issue most likely relates to cell or probe carryover of the sample. The actions performed by the field service engineer resolved the issue. The customer has not reported any further issues.

Manufacturer narrative:
On 08/24/2017, the customer stated that they had questionable li results for approximately 200 additional patient samples. Of these additional samples, the customer provide data for 5 patient samples tested on 08/24/2017. Of these 5, three had erroneous initial results that were reported outside of the laboratory. These samples will be designated as samples 2, 3, and 4. The initial results were questioned by the physician and the samples were repeated. The second patient sample initially resulted as 1.98 mmol/l. The sample was repeated twice, resulting as 0.77 mmol/l and 0.80 mmol/l. The third patient sample initially resulted as 1.13 mmol/l and repeated as 0.619 mmol/l. The fourth patient sample initially resulted as 1.8 mmol/l and repeated as 0.708 mmol/l. The customer then started running all samples in duplicate for the li test. On 08/25/2017, the field service engineer noticed that there was not enough water reaching the cuvettes and that the gear pump pressure was low. He could not adjust the pressure, so he changed the gear pump head. The pressure was higher after changing the pump head. All quality controls, including those for li, recovered ok. On 08/28/2017, the customer stated that they had an additional 3 patient samples where the li results did not match. As samples were being repeated in duplicate, there were no erroneous results reported outside of the laboratory for these samples. No adverse events were alleged. (B)(4).